Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported, a female feline underwent first surgery for a double right tibia fracture on (B)(6) 2014 with 11 screws. On (B)(6) 2014, the cat began to limp. X-rays taken on (B)(6) 2014, shows the plate is broken at the third proximal hole. Feline required a new surgery. Per additional information, this complaint involves an older thin female feline, who does not move a lot. 2 surgeries is a health problem. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Female feline, (B)(6). The 510k#: device is a veterinary product. Device is similar to a device marketed for human use. The part has been received; an evaluation is in progress. A review of the device history record did not reveal conditions that could have contributed to the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed. The plate is broken off at the eleventh dynamic condylar plate hole. The broken off part is not available for investigation. There are nicks and marks visible on the surface. Also we found that the plate is bent. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the available information, it appears that the failure of the plate was due to a mechanical overload situation. The article in question was produced in a quantity of (B)(4) pieces on october 2013 and was distributed worldwide. The postoperative activities of the patient may have played a certain role of this occurrence. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.